Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the plunger rod separated from the bd insulin syringe with the bd ultra-fine¿ needle during use. The following information was provided by the initial reporter: "consumer reported the plunger rod on one insulin syringe separated from the barrel and black stopper."

Event description:
It was reported that the plunger rod separated from the bd insulin syringe with the bd ultra-fine¿ needle during use. The following information was provided by the initial reporter: "consumer reported the plunger rod on one insulin syringe separated from the barrel and black stopper."

Manufacturer narrative:
H6. Investigation summary: customer returned one (1) loose 31gx8mm, 1ml bd insulin syringe. Consumer reported the plunger rod on one insulin syringe separated from the barrel and black stopper. The returned syringe was examined, and it was observed that the plunger rod was attached to the rubber stopper within the syringe barrel, however, attempting to move the plunger rod resulted in the plunger rod separating from the rubber stopper. A review of the device history record was completed for batch# 7261525. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200719177, 200718634] noted that did not pertain to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. A root cause cannot be determined. H3 other text : see h10.